Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Inspection records at both the process stage and the final releasing stage were also checked and there was no damaging or deformation in any components found. Samples were not returned for evaluation by the customer. However, the supplier performed testing and investigation on ten retained samples from the lot number reported. The visual check indicated that there was no deformation or damaging in any components; the gaskets were assembled to the plungers completely and no abnormality in the seals of gasket contacting with the barrel was found. Furthermore, the dimension at the seals of the gaskets of the retained samples were checked and all measured results were within specifications. A leakage test was performed on the retained samples and passed per iso 7886-1 requirements; no leaks passed the seals of the gasket for all samples tested. Since the customer¿s samples were not returned for evaluation and the retained samples, as described above, did not reveal leakage through the plunger we are unable to identify a root cause from a product non-conformity therefore no correction actions will be implemented at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that medication can escape the syringe through the plunger.